Event description:
During aaa repair in 2008, the patient was considered to have a suitable anatomical form and the procedure went as labeled. Blood spouted from the hemostatic valve after the grey positioner was withdrawn and only the wire guide was in the valve. Total amount of bleeding was 363ml during the procedure. Patient is recovering.

Manufacturer narrative:
Event evaluation - still under investigation.